Event description:
The locking spin collar on microbore extension set from abbott labs lot # 67082ns has not been staying tight when on the hub of a catheter. Also, the non-latex port popped off when dye was being injected. Abbott is being contacted. This apparently has been an on-going problem reported by staff.